Event description:
The manufacturer received a request for service of a ventilator. There was no harm or injury reported. During the evaluation of the device by the manufacturer's field service engineer, an issue related to the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.